Event description:
During an electrophysiology procedure, when reinserting the catheter into the patient, a wire was exposed at the transition zone between the black shaft and the gray shaft. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The reported separated catheter shaft was confirmed. The catheter shaft was separated at the grey and black shaft transition due to a misaligned bond joint. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.